Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a routine follow up approximately three months ago were the device exhibited nine months of remaining battery capacity. Approximately two months later this ICD exhibited beeping tones due to reaching elective replacement indicator (eri). Subsequently, this ICD was explanted and successfully replaced. Other then the intervention no additional adverse patient effects were reported. This device was reported to be discarded by the health care facility.